Event description:
Related manufacturing ref: 2184149-2022-00119 during an atypical atrial flutter (aafl) ablation in the left atrium using the ensite x system, the right atrium (ra), left atrium (la), and coronary sinus (cs) were mapped. Multiple maps were created as the cycle length and cs activation changed throughout the case. At approximately the 6 hour mark, the system froze and the screen was flashing. Prior to this, the ra was attempted to be loaded to review the complete aafl circuit in both the ra and the la. After a minute, a hard restart was performed on the cpu, which resolved the issue. At one point during the procedure, while ablating in the cs, the ablation contact force shot up to 400+g. The contact force was reset, but the contact force measurements did not appear. The catheter was exchanged and the issue was resolved. Due to the system freeze being unresolved and the overall procedure length, the procedure was abandoned. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported communication issue and subsequent delay remain unknown.